Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. It was also reported that the pump altered customer¿s basal rate erroneously which resulted in low blood glucose (bg) level of 40 mg/dl. Customer consumed glucose tablets to address bg. Although requested, the customer did not upload pump data logs for tandem technical support to perform a log review. Reportedly, the customer updated basal rate settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.